Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. Items marked "ni" are unk to us at this time. Internal file number - (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, after completing the operation, the ultima activator ii drive mechanism could not be closed. Significant force was required to remove the device from the pt. According to the reporter, this was the first use of the device. The hosp did not report any pt effects. The hosp intends to return the product in question.